Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that it was due to t-wave oversensing. It was noted that this patient has a leadless pacemaker implanted and that the physician programs all patients to the same shock zone at 170 beats per minute (bpm). Therefore, ts suggested further monitoring at this time. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.